Event description:
It was reported that the physician had a loading issue. It was stated that the lens was placed and removed during the same procedure because the ''trailing haptic fell off'' when inserting the intraocular lens into the eye. It was reported that the incision was enlarged to remove the lens from the eye. Additionally, it is noted that a new lens was implanted during the same procedure and ''the patient outcome was good''.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. H3 other text : placeholder

Manufacturer narrative:
Visual inspection detailed that the intraocular lens (iol) had surface residuals adhered to both sides of the optic body, which is a condition that is compatible with a lens that had been handled and removed from the eye. In addition, one of the haptics was broken. The other haptic was found within acceptable visual inspection criteria. It was stated in the initial report that the customer had a loading issue. Damage to an iol may be a consequence of loading and insertion errors. All pertinent information available to abbott medical optics has been submitted.